Event description:
-The hospital reported that the instrument was not removing the expected amount of fluid when the predilution pump was running at low flow rates. In a recent 2 hour treatment the fluid loss goal was set to 50 ml/hour for a total of 100 ml. The pre-dilution pump was running at 200ml per hour when it was discovered the fluid removed was not accurate. The customer reported there was no patient effect.